Manufacturer narrative:
Device evaluation: although, the tubing was inspected, it was inspected again under a 10x magnification oppose to the 8x magnification. Visual inspection was performed and revealed no signs of alleged foreign material or metal particulates. In addition, white piece of paper was received in a long, clear vial at investigation lab along with the tubing pack. Both front and back of the paper and vial were inspected under microscope, no iris tissue or metal-like material was observed inside the vial or on the white paper. Multiple photos were taken under microscope and there was no evidence of no foreign material found. The reported event cannot be confirmed. The account provided a video of the event. The video was reviewed confirming the bright, metal-liked material observed in the eye during procedure. However, with multiple different components such as phaco handpiece, phaco tip, phaco pack, bss solution, etc., being used during the procedure, and without the material analysis, it's unable to determine the root cause of the reported event. Possible root cause(s) can be related to variety of components being used in the procedure, including but not limited to, bss solution, surgical environment, and or phaco accessories, phaco pack. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted h3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Lot no. Is unknown as it was not provided. Unique identifier (UDI#) is unknown as lot no. Was not provided. (B)(6). Postal code unknown as not provided. Manufacturer date is unknown as lot no was not provided. (B)(4). Device evaluation: the tubing was returned. Visual inspection revealed there were no signs on foreign material on returned opo71 pack or within the drain bag. Visual inspection was performed under microscope 8x magnification and revealed no signs of alleged foreign material or metal particulates. The reported event cannot be confirmed. The lot number of tubing pack was not provided; therefore, the manufacturer record could not be performed. Johnson & johnson surgical vision will continue to monitor this type of complaints. If there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the surgeon observed small metal particulates in the patient¿s operative eye after using the ultra-sonic and the surgeon believed he had aspirated the material and removed from eye, however, the following day for a post op exam, the surgeon realized not all the material was removed; hence, the patient required a secondary procedure to remove the foreign material. The patient outcome is recovered. The hospital suspects any of the four products used during the event could be the source of the foreign material. Therefore, 4 reports will be submitted. This report is for the tubing. A separate report will be filed for the tip, handpiece, and tip-wrench.